Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was intermittently capturing at very high outputs, 7.0 volts at 2.0 milliseconds. Lead and shock impedance trends did not indicate any fracture and the patient was not dependent. However, this lead was ultimately removed and replaced. No additional adverse patient effects. This product has not been returned. This report will be updated, should additional information be received.